Event description:
The hcp reported the pt has experienced overdose symptoms twice since the new pump implant - drowsiness and decreased respiratory rate. In 2004, the expected residual volume was 19.6ml and the actual was 17.8ml. At the prior check the expected reservoir volume was 18.9ml and the actual was 17.2ml. The pt is being closely monitored. The pt is reported to be doing okay now - "nearly back to baseline."